Manufacturer narrative:
(B)(4). Date sent 3/10/2026. D4 batch #674d26. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. In addition, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. As additional testing, the returned bailout door was installed and the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. The event described of incomplete staple line, would not reverse knife automatic could not be confirmed as the device fired without any difficulties noted and once the device completed the firing sequence the knife returned home as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 674d26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2026 d4: batch #unk additional information was requested, and the following was obtained: was the firing sequence started but not completed?=>the device was locked out. If yes: did the device deliver any staples?=>unk if yes, were the staples formed properly?=>na if yes, was the staple line complete?=>no did the device cut?=>unk if yes, was the cut line complete?=>na if yes, was there any issue with the cut line?=>na was there any difficulty opening the device jaws?=>the device was opened with the manual override lever. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a98f7w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was locked out during the intestinal tract resection. The knife could not be returned, so the manual override lever was used. The surgery was then performed using a replacement. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. Additional information was requested, and the following was obtained: was the firing sequences started? If yes, was the firing sequence completed? Did the device deliver any staples? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.